Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic) with toric. No known consequences or impact to the patient. Torn material. (B)(4).

Event description:
It was reported that the aa4203tl silicone single piece lens was inserted and removed by the surgeon. The lens as damaged by the surgical technician. There was no patient injury. Staar's customer service representative performed a in-service at the facility and discovered the tech was not loading the lens in the recommended cartridge. The event was the result of a loading error.